Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. The inspected the instrument and found condensation on the sample syringe, worn reagent syringe that didn¿t move smoothly, and a noisy, leaking wash syringe and ise electrodes due. The fse replaced the wash syringe, reagent syringe, sample syringe and all electrodes to resolve the issue. The fse verified system performance without further issues. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer reported the au680 chemistry analyzer generated erroneous low ion selective electrode (ise), sodium (na), chloride (cl), potassium (k), albumin (alb), total protein (tp), and alkaline phosphatase (alp) patient results. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.